Manufacturer narrative:
Continuation of medical devices: etlw1616c93e stent graft, implanted (B)(6) 2018; etbf3616c166estent graft, implanted (B)(6) 2018; etlw1616c156e stent graft, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed occasional ventricular undersensed beats on stored electrograms for atrial tachycardia/atrial fibrillation episodes. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.